Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a month after the dental implant was placed in ada site 18 in the mouth, the implant did not osseointegrate in type ii bone. The implant was too wide. Clinician noted patient's pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Event description:
The clinician reported that over a month after the dental implant was placed in ada site 18 in the mouth, the implant did not osseointegrate in type ii bone. The implant was too wide. Clinician noted patient's pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Follow-up being sent in order to correct the name of the implant given in field brand name.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over a month after the dental implant was placed in ada site 18 in the mouth, the implant did not osseointegrate in type ii bone. The implant was too wide. Clinician noted patient's pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).